Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that an unknown healing collar would not seat onto a zimmer implant. The implant was removed. Tooth location 25.

Manufacturer narrative:
One healing collar was returned for evaluation. During the investigation of the returned product, it was determined that the healing collar reported in the initial medwatch report 0001038806-2018-00065 submitted on 2018-01-29, is not a zimmer healing collar. The returned healing collar could not be identified, as the threaded region does not match print specifications of zimmer healing collars, and was confirmed to be a 3rd party product. No additional reports will be submitted.